Event description:
A caller reported a malfunction with their insulin pump, specifically related to a malfunction code known as "malf 1." Despite the malfunction, there was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. The customer reverted to an alternate method of insulin therapy.